Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining a 200 mg/dl result before walking out the door and passing out. Reporter stated that in her fall, her arm, wrist, and hand were broken. Reporter stated the paramedics were called, treated her with an IV, her daughter gave her sugar, and she was hospitalized for nearly 3 months which included several surgeries for the broken bones. No other actions were reported taken or treatment received. A request was made for the return of the affected product. Reporter discarded the strips and so, no product will be returned for evaluation.